Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had its tubing detach from the device. The device was compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured april 7, 2015 - april 8, 2015. The device was received for evaluation. Visual inspection revealed that the tubing had completely detached from the solvent-bonded junction of the stress member. Microscopic inspection revealed traces of solvent on the tubing. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.